Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implants were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bands sheared during insertion. This was a sternal redo for high bmi patient who was non compliant and had torn out his wire cerclage, it was also the surgeons first time using the sternalock 360 system. The bands that fractured were placed near the 3rd and 5th intercostal space. There were no screws inserted prior to the bands shearing. The sales representative stated "based upon our observations the surgeon was struggling to keep the tensioner perpendicular to the plate and sternum. This combined with a torsional twisting motion sheared the bands." The implants were removed and discarded, another package was opened and was successfully implanted. There was no injury and a delay of approximately five (5) minutes to remove the product and open a new set. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed as a result of the product not being returned. No additional information in the form of photographs, scans, x-rays, or physician's reports was provided. Therefore, the complaint cannot be verified. Based on the information provided, such as the patient's high bmi and surgeon's technique, this indicates the most likely underlying causes are related to patient condition and the surgeon not following the instructions for use (IFU). Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition and the surgeon not following the IFU. The IFU for sl360 system has a section titled warnings with the following information: 3. Intraoperative fracture or weakening of the device can occur if excessive force (torque) is applied. 8. Tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over-compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under-compression may lead to poor sternal approximation, reduced implant stability, or nonunion. The IFU also has a section regarding the use of the tensioner: step 1: push thumb lock up to hold initial tension of the band. Step 2: rotate dial clockwise to fully approximate sternal halves. Note: should tension need to be readjusted during intra-operative placement, rotate dial counter-clockwise to its starting position and push thumb lock down to release tension. Re-approximate by repeating steps 1-2. Step 3: turn the paddle clockwise two full revolutions to lock the device and cut the band. Step 4: place index and middle finger under ¿t¿ handle with the tensioner in the palm of your hand and lift up fingers to remove tensioner from the implant. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.